Event description:
Patient presented with heart failure (nyha class ii). A 23mm sapien 3 transcatheter valve was implanted. The patient was discharged from the hospital on post-operative day 12. It was learned the patient expired a few months later due to unknown reasons. There was no causal relationship between the patients death and the edwards devices.

Manufacturer narrative:
Added information to a4, b5, b6, b7.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time; however, patient factors likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to aortic stenosis caused by structural valve deterioration. The device was originally implanted approximately five (5) years and ten (10) months ago. The device was not returned for evaluation as it remained implanted. Patient medical history: dialysis patient. The doctor commented that this event was device related. The doctor also commented that he felt the valve failed prematurely.